Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/28/2024, it was reported by a sales representative via sems- (B)(4) that an ar-9233 guide broach back cap sheared from inner sleeve. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/2/2024: this event occurred while inside the patient, and all fragments were retrieved. The surgeon had already broached enough, and the instrument was broken upon final impaction, so it broke right when they finished with the ar-9233 guide broach. This was discovered during a total shoulder arthroplasty (eclipse/vaultlock) procedure on (B)(6)2024. There was no delay in the case, and it was completed successfully. Photos are attached of the complaint device.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9233, guide broach, batch 121508, was received for investigation. Visual evaluation found that the anvil was broken off on the distal end and was not returned for investigation. Additionally, signs of wear and tear were visible throughout the device: the laser marks were faded, discoloration, oxidation and strike marks. The most likely cause is attributed to wear and tear due to repeated use of the device.